Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (97 percent stenosis degree) in the moderately tortuous proximal lad. The lesion could not be crossed with the orsiro. Another stent was used. The intervention was successfully completed.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed in its distal portion up to the medial section, i.e. Several struts are elongated. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the elongated struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent does not comply with the specification anymore. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.